Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a dual cassette where the second hose just popped out. Upon follow up, the patient confirmed that the issue occurred during dwell 1 of the patient¿s peritoneal dialysis (pd) treatment. The patient confirmed a fluid leak was found on the patient line and there was no cycler alarm. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set tubing is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual inspection, a separation was found from the tubing to clear connector (second patient connector). No solvent was observed in the tubing and connector. The reported event was confirmed during sample evaluation. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications.